Event description:
The customer reported a bad sensor alert. The blood glucose reading was 169 mg/dl. The bad sensor alert occurred after a second calibration error. The customer was advised to remove and change out the sensor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.